Event description:
It was reported "during product inspection before use on patient they found that cuff is leaking." This was found prior to use. No patient harm or injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during product inspection before use on patient they found that cuff is leaking." This was found prior to use. No patient harm or injury.

Manufacturer narrative:
Qn# (B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "the photo provided in sap is showing an unopened pouch of the product. The photo alone is insufficient to determine whether there is any abnormalities on the cuff/balloon. Since there is no sample returned and only sap photo for investigation, further evaluation could not be conducted. 1 set of representative samples was retrieved from production lot for simulation purpose. Visual inspection was conducted on the production representative sample and no obvious defect was observed. The cuff pressure of the production representative sample was then inflated to 25mbar by using calibrated endotest. No abnormality was observed on the sample. Water leak test was then conducted on the sample. No air bubbles were observed flowing out from both cuffs. There is no issue found from the simulation test. The complaint was unable to be further investigated due to no sample returned. A device history record review was performed, and no relevant findings were identified. Since there was no sample received, the root cause of the leak cuff found at customer side could not be further verified. Hence this complaint is not confirmed." Teleflex will continue to monitor and trend for reports of this nature.